Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing and detached end cap. Unable to perform the necessary functional testing due to detached end cap.

Event description:
The customer called to report that the back end of the insulin pump casing fell off. The customer stated that she ended up in the hospital with diabetic ketoacidosis, with a blood glucose reading of 746 mg/dl. Advised the customer that the insulin pump would be replaced due to the damaged case. Nothing further was reported.